Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of non-physiologic noise artifacts on the right ventricular (rv) channel. The physician suspected this to be caused an interaction between the non-boston scientific rv lead and another surgically abandoned lead on this patient. Technical services (ts) as consulted and recommended x-ray or fluoroscopy imaging for this patient. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.